Event description:
It was reported that during implantation surgery, the left ventricular (lv) lead adhered to the guide wire. The lv lead was not used and replaced to complete the implant procedure. The patient was stable.